Event description:
This is an adverse event occurring in a patient in the (B)(6) registry with 2 cm of barrett's esophagus containing high-grade dysplasia treated on two occasions with focal rfa. After the second treatment, patient had difficulty swallowing and some nausea. Endoscopy showed a mild narrowing of the esophagus which was dilated one time. On the next visit two months later, the stricture was resolved and the patient had no symptoms. Per the registry protocol, the physician deemed this as moderate severity, possibly related to the procedure, and not related to any device malfunction.